Event description:
Procedure type: patient: female, a in good health. According to the reporter: when handle was squeezed, only a part of the colon was stapled. A new instrument was used to complete the procedure. No significant bleeding occurred or any tissue damage. Surgical time was extended two hours. No patient injury was reported.